Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from the nurse in the USA of abdominal pain and peritonitis in a patient coincident with dianeal ambuflex and dianeal ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was provided. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Per the nurse, the cause of the peritonitis may have been touch contamination but she could not confirm it. The patient was treated with vancomycin for the peritonitis. On an unreported date, the patient was retrained on how to properly perform pd therapy. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was re-admitted to the hospital for abdominal pain and an elevated white blood cell count. The nurse clarified that the infection was fungal peritonitis. The cause of the fungal peritonitis was unknown. On (B)(6) 2012, the patient discontinued dianeal therapy and began doing hemodialysis. The next day, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the events were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, additional information was received by global pharmacovigilance (gpv) from a nurse and other health care professional. On (B)(6) 2012, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis. On (B)(6) 2012, the discharge instructions included cipro by mouth which was stopped on (B)(6) 2012. On (B)(6) 2012, the patient was treated with mycamine. On (B)(6) 2012, the therapy was stopped. On (B)(6) 2012, the patient was treated with fluconazole. On (B)(6) 2012, the patient was discharged. The patient denied vomiting, diarrhea, or constipation. The patient required pd catheter removal and permacath placement. Should additional information be received, another follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h12h18019 and h12f11034 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.